Manufacturer narrative:
(B)(4). Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime, compromised force sensor and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to insulin. The customer stated that reservoir was leak. No harm requiring medical intervention was reported. Customer stated there were no pieces missing and no damage. Customer was performed self test and test passed. The insulin pump was not returned for analysis.